Event description:
A 6f angio-seal vip was deployed following an angiogram accessed from the right femoral artery. As the device cap was being pulled back to complete deployment, a small amount of blood spurted from the puncture site. The bleeding immediately stopped when device was fully pulled back and the tamper tube was advanced. A small lump was noticed medial to the puncture site. Deployment was completed and the pt was discharged. The next day, the pt presented to the emergency department with pain around the puncture site. A small pseudoaneurysm was identified using arterial duplex ultrasound and was shown to be about 50 percent thrombosed. The pt's clopidogrel medication was ceased, and the pt was discharged the next day. Outpatient arterial duplex ultrasound will be performed to determine if further intervention is required.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.